Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo evaluation: visual analysis of the photographs identified: device patch with lot number 3084331. Red particle material on the shell opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Clarification to initial reporter: phone number provided as (B)(6).

Event description:
Physician reported a right side "implant rupture". Device has been explanted.